Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The analysis found multiple signs of abrasion along the lead body. In particular about 7 cm distal of the df4 connector pin, fraying and squashing of the lead body were found. The position and kind of the fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction. This damage manifestation can with high probability be regarded as the cause of the high-frequency interference signals. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that at about 26 months after implant, the patient received one appropriate shock and one inappropriate shock. While at the hospital, high-frequency interference signals were found in the holter. The lead was replaced, and during the procedure damage to the insulation was noted in the connector area. There was no deterioration in the health of the patient reported. The lead was implanted and returned for analysis.